Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced recurring urinary incontinence and urethral atrophy. The cuff was too big. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRING URINARY INCONTINENCE AND URETHRAL ATROPHY. THE CUFF WAS TOO BIG. AS A RESULT, THE DEVICE WAS EXPLANTED AND REPLACED. NO FURTHER PATIENT COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) review was unable to be performed as the lot number was not provided. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the events of Urethral atrophy, Urinary incontinence and Inadequate cuff size/loose cuff were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation. All compiled information on this investigation determines that an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event since the device was functional according to the information provided.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.